Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient come to the hospital after hearing an alert. The right ventricular lead was noted to have high impedance, loss of capture, and short v-v intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.